Event description:
It was reported that, this right ventricular (rv) lead was showing noise oversensing and pacing inhibition with asystole less than 2 seconds. During a revision procedure, the rv lead was tested with a pacing system analyzer (psa) and the noise oversensing was observed on the psa. An x-ray was performed which showed no cause for the reported clinical observations. As a result, this rv lead was abandoned surgically. No additional adverse patient effects were reported.